Manufacturer narrative:
There were no specific patient-related effects such as embolism. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue with deflection loss is not reportable since the potential risk that this issue could cause or contribute to a serious injury or death is remote. The issue with a steam pop is also not reportable as a steam pop is a normal physiological reaction of the tissue. However, the issue with the thrombus and char is being conservatively reported, as the nature of the substance on the tip of the catheter could never be clarified. Since thrombus has poor adherence to catheters it could be a potential source of embolism. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a repeat atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a thrombus formation occurred. Dragging was conducted for 20 to 30 seconds per point; contact force value was about 10 to 25 grams with a maximum of 45 g in several places at the roof and mitral isthmus. Ablation was performed at the mitral isthmus, left atrium (la) roof line, left interior pulmonary vein (lipv), right interior pulmonary vein (ripv), and right atrium (ra) isthmus. In total, 45 ablations about 30 seconds per ablation were done. While the ablation was conducted near the lipv, the physician felt a pop and pulled the catheter out of the body. It was not a clear sound but he suspected a pop due to sensation in hand. Also at this time, the f curve part of this product could not be deflected as intended. The procedure was continued only using the d curve. The catheter was pulled out of the body and a char thrombus formation was discovered adhered to the tip of the catheter. When trying to take char off for hospital pathology examination, it was noted to be stuck on the catheter and could not peel off without effort. The char was removed from the catheter and the catheter was carefully flushed and inserted back into the patient. After reinsertion, several ablation points were conducted at residual potential of ra isthmus and la. When the case was completed and the catheter was removed again, char was thinly formed on the entire surface of the tip of the catheter again though this time it was not as big as the first time. The physician commented that there was no impedance or temperature increase observed throughout the procedure. During preparation when the catheter was flushed, there was nothing out of the ordinary; there was not any point which was specifically concerning in the patient dissection or technique.

Manufacturer narrative:
Additional information was received on june 27, 2017. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature and/or flow of the catheter. The generator was in power control mode with power ranging between 25-30 watts. The patient received anticoagulation during the procedure. The material appeared to be coagulum and the physician considered the amount to be excessive. The physician did consider the coagulum to be a potential risk to the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. The bwi failure analysis lab received the device for evaluation on 06/28/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref no: (B)(4). It was reported that a patient underwent a repeat atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a thrombus formation occurred. In addition, there was a suspected steam pop. Also at this time, the f curve part of this product could not be deflected as intended. The returned device was visually inspected and it was found in normal conditions, no char was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then per the reported event, an irrigation and a coolflow pump test were performed and the catheter passed specifications. The catheter was irrigating correctly. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 (magnetic sensor error) and 106 (force sensor error) were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Additionally, the deflection mechanism was inspected (t bars and deflection puller wire components) under the x ray machine and it was found in normal conditions. No deflection issues were observed during the analysis performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the loss of electrical continuity at the sensor could not be determined.